Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colonoscopy procedure. According to the complainant, the handle cannula detached during the procedure. The procedure was completed with another captivator medium oval snare. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be "fine" following the procedure.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed that the device was not used past its expiration date. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.